Event description:
No pacer/lead malfunction identified after the procedure. The respiratory arrest is blamed on the extended duration of the procedure due to this lead not functioning properly during the implant procedure.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.